Event description:
A malfunction was reported on the pump, identified as a momentary motor skip due to a potential high force impact, such as the pump being dropped. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur after the reset. The customer was informed they could continue using the pump and advised to contact support if the issue occurred again.